Event description:
Paramedics responded to a person complaining of shortness of breath. The pt was connected to the device with limb leads and elevated st segments were observed on the pt's ECG. A 12 lead was taken and transmitted to the hospital in which the device, in part, described pt's ECG as "moderate st depression." Another limb lead was taken which again was observed with elevated st segments. The pt was transported the the hospital where he later coded. The pt was resuscitated. The reporter questions if the device operated according to specifications.